Event description:
It was reported that the patient engaged in twiddler's syndrome. The leads were dislodged and were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.